Event description:
It was reported by the sales rep that during lap gastric bypass surgery, there were 5 trocars used that leaked during the case. They were separated from where the housing is attached to the cannula. They were able to compete the case with the 5th trocar with no pt consequence. Five devices are returning for analysis.

Manufacturer narrative:
Clear lens. Eval summary: the analysis results found that the b12xt was received with the universal reducer cap misassembled; therefore the seal cap and the seal base are separated and the inner seal assembly out of position; thus reading to the reported leak issue. The energy directors have evidence of not being properly welded during the manufacturing process. Additionally the lens of the obturator was noted to be cracked. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.